Event description:
Arthritis, pyrexia, 30 ml of joint fluid aspirated [joint effusion], swelling, pain. Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician regarding a male pt in his (B)(6), initials unk, with gonarthrosis. The pt's medical history was not provided. On an unspecified date, in (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection (first course) at a dose of 2 ml once every week (route not provided) into the right knee. The lot number for synvisc was not provided. On an unspecified date, in (B)(6) 2013, the pt rec'd second injection of the first course. The symptom of gonarthrosis subsided after the first and second injections. On an unspecified date, in (B)(6) 2013, the pt rec'd the third injection of synvisc. On the next day of the third injection, the pt developed arthritis. The pt also had swelling, pain and pyrexia. Two days after the third injection, the pt visited hospital and about 30 ml of joint fluid was aspirated by arthrocentesis. An antibiotic was administered intravenously for the events of arthritis and pyrexia. Three days after the third injection, the pt recovered from the event of arthritis. The outcome for the events of swelling, pain and pyrexia was not provided. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting physician assessed the causal relationship between synvisc and the event of arthritis as possible and did not provide a causal relationship for the events of swelling, pain and pyrexia.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.